Manufacturer narrative:
(B)(4).

Event description:
The inflammation appeared within 12 days after the procedure. The doctor measured 45% inflammation prior to treatment with cortisone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further information was received, indicating that all patients had experienced similar clinical findings: anterior segment inflammation with 3+ tyndall, hypopyon, fibrin reaction with deposits on the anterior capsule and the iol, loss of visual acuity, some pain, and light vitreous inflammation. It was also reported that one patient had an irvine-gass syndrome (cystoid macular edema). It is unclear if the additionally reported symptoms were experienced by this specific patient. It was clarified, however, that there was no loss of visual acuity after treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that following a cataract removal with intraocular lens (iol) implant procedure, the patient experienced post surgical inflammation suggestive of tass (toxic anterior segment syndrome). The patient was treated with cortisone and the inflammation considerably declined. Inflammation reduced to 31% the next day . It was noted that the implant had undergone bacteriological tests before implantation; the test was negative. The patient did not complain of pain, but she had a red eye. The doctor measured 45% inflammation. This is one of four vigilance reports being filed for this facility. The company reference numbers are (B)(4).